Event description:
The contralateral pull wire caught on the hooks. The physician could not free the wire. While attempting to bring device back into the sheath, the hooks got stuck on some calcium present at the aortic bifurcation. The physician did a retroperitoneal cut, exposed the common iliac and removed the device via the retroperitoneal cut. The endovascular repair was completed with a second device. Pt is recovering and doing well.